Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for pd catheter re-insertion, and during hospitalization the patient developed peritonitis. The patient received unspecified treatment for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy remained ongoing. No additional information is available.